Manufacturer narrative:
Section d4, h4: correction manufacturer's investigation conclusion: the reported events of damage to the white power cable and power cable disconnect alarms were confirmed. The submitted log file spanned (B)(4) days ((B)(6)2020 ¿(B)(6)2020 per timestamp). On (B)(6)2020 between 08:44 0 - 08:47 there are atypical power cable disconnects on the white power cable lead when connected to the power module. The alarms cleared shortly after activating. This did not affect pump operation. The system controller was connected to a test power module and system monitor, and a log file was downloaded. The system controller was able to operate a pump while in use while power cables were manipulated despite failing continuity tests for the white and black power cables. The root cause of the white power cable damage and the power cable disconnect alarms could not be conclusively determined through this analysis; however, the damage to the power cable may have contributed to the atypical alarms. There were also incidental findings of dim led, damaged software version label, and wire fatigue in power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broke, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8 - ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to handle properly interpret and troubleshoot alarms, including power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was connected to ppm and experiencing power cable disconnect. Patient had damage to white power lead. The system controller was replaced with a new controller.